Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was dropped on the pool and did not turn on. Customer's blood glucose value was unknown at the time of the incident. Customer change the battery and it did not turn on. The device will not be return for analysis.